Event description:
It was reported that the patient felt the stimulator pushing against the nerve and experienced discomfort at the ipg site due to ipg might had migrated. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) compatible one and relocated. The patient was doing well postoperatively and the explanted ipg will not be returned as it was discarded by the medical facility.